Event description:
Device malfunction: thumb advancer unable to advance completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the thumb advancer became stuck during deployment of the clip and would not fully advance to the locked position. The device was removed using the safety release button and hemostasis was achieved using manual compression. There were no reported adverse pt effects.

Manufacturer narrative:
The device was received. Investigation is not yet complete.